Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having alarms during setup of their treatment. The patient discontinued treatment during drain 1 of 6 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 74,939 ml during drain 1 of the treatment. This drain volume is 2998% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they were empty, and the cycler kept draining and the draining value continued to accelerate. The patient stated that they had to cancel their treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The as received simulated treatment of a total volume of 14500 ml was performed and completed without any failures or problems. During the treatment, the amount of fluid in the pseudo-patient bag after each fill was weighed and recorded, and the weighed fill values in each cycle with the treatment's programmed fill setting were compared. The cycler weighed fill volume values were within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The check functionality of the patient sensors passed. The internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having alarms during setup of their treatment. The patient discontinued treatment during drain 1 of 6 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 74,939 ml during drain 1 of the treatment. This drain volume is 2998% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they were empty, and the cycler kept draining and the draining value continued to accelerate. The patient stated that they had to cancel their treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.